Event description:
The patient was diagnosed with a femoral component fracture midstem status after a fall.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.